Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough info was provided from the account for further investigation. Investigation has been completed based on current info. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, he found it hard to inject the lens. He applied pressure to the injector and the lens shot out rupturing the posterior capsular bag. The surgeon removed the iol and replaced it with a different one. Add'l info has been requested.